Manufacturer narrative:
Product analysis a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip, (photo 3). A 0.014¿ guidewire was loaded through the tip and exited the hub without any difficulty. An indeflator with pressure gauge was used to inflate the balloon to its nominal pressure of 8 atms and its rated burst pressure (rbp) 14 atms without any issues and the balloon held pressure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product type: 0672-support and embolic protection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A spider fx and nanocross was used for treatment of a 200mm calcified lesion with chronic total occlusion in the mid/distal region of the left superficial femoral and artery popliteal artery. The artery was 6mm in diameter with moderate tortuosity and severe calcification. A 7fr non medtronic sheath was used and a 0.014 spider guidewire. The device was prepped as per the IFU with no issues identified. The spider kinked during initial advancement, the device had been gripped at the distal tip. The markers at the distal tip were no deformed. Another 7mm spider was used. It was reported the nanocross did not pass through a previously deployed stent and no resistance was encountered during advancement. An unknown inflation device with heprinized saline was used for inflation. During the first inflation the balloon ruptured at 8 atm. It was reported that there were no fragments. The balloon was removed as a whole from the patient by pulling the balloon slowly through the sheath and there was no vessel damage noted. The procedure was successfu lly completed with a new nanocross pta balloon. No patient injury.